Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(6). When the device was returned to the manufacturer, reportable malfunction was recognized; therefore, the date the manufacturer became aware of this event was considered the date the device returned. The returned guide wire had its coil wire elongated originating from the middle solder which is designed to be at 45mm from the wire tip. Proximal to the middle solder, disarrangement of coils due to accumulated torsion was observed. At approximately 49mm distal to the middle solder, the core wire was found fractured. Microscopic observation found the core wire was twisted and fractured due to accumulated torsion. On the distal end of the elongated coil wire, the micro-cone tip remained attached; the coil wire remained in one piece. Stretching of coils stopped at approximately 20mm proximal to the micro-cone tip. Coils were removed to observe the distal side of core wire fracture. It revealed the core wire was fractured at approximately 1mm proximal to the micro-cone tip. Tightening of the inner coil wire was also observed. The above finding and measurement of the core wire suggested the entire wire was retrieved. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the heavily calcified cto. That torsion led the core wire to fracture and the coil wire was assumed to be elongated along wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that coils of an asahi guide wire became elongated during a pci to treat a heavily calcified cto in the rca #3. The subject guide wire was used in attempts to cross the cto when the physician felt difficulty in wire manipulation and determined the wire was trapped by calcium. An unspecified microcatheter was brought close to the lesion, and then the wire was removed from the anatomy when elongation of coils was recognized. A new guide wire was replaced to resume the pci. The physician commented there was no wire fragment left in the anatomy and the patient had no complication; no additional intervention was taken related to this malfunction. After the pci the patient was doing fine without adverse consequence.